Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v065682, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2014 that the patient wanted to know if she should turn stimulation higher or lower. The patient said she was going to the bathroom every 30 minutes. The patient was told if she was going too much then most likely, she would want to increase stimulation. The patient said initially her stimulation was set at 2.80, and she turned it down to 2.3. It was difficult to understand whether the patient had issue with her previous implant. The patient said for a couple of years, she was getting up at night. The patient said implant battery was still at 14%, but she didn't want to take the chance, thus she got another implant. The patient's status was unknown. It was later reported on (B)(6) 2015 that the patient was experiencing a loss of therapeutic effect. The patient was going to the bathroom 12 times a day and 1/2 the night. The patient was going to the bathroom every ten minutes. After about 3 hours the patient is exhausted and leaks the rest of the night. It is almost hard for the patient to start going to the bathroom. The patient had never had that problem before. The patient hadn't had any falls or trauma but she had been moving more. The patient had been working 10-11 hours a week at her sister's tanning salon. The patient increased stim and will keep a voiding diary. Additional information received from a healthcare provider on 2015-may-08 noted that the patient was seen in the office the other day for her interstim. The patient had been having increased frequency. The patient had increased her voltage slightly at home with her patient programmer and that resolved her issue. The healthcare provider checked patient device with office 8840. They increased and decreased voltage and ended up leaving it just where patient had it set. No abnormal impedance¿s were noted. The patient was happy with stimulation where it was set.